Manufacturer narrative:
Product evaluation found that the lens was returned in liquid in a lens case/vial and "scratch indent on lens while loading" wriiten on box. Visual inspection found a piece of the haptic missing. No similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a micl13.7, -11.5 diopter, implantable collamer lens in the patient's eye on (B)(6) 2017. Prior to injection, the surgeon noticed that the lens had a dent. He said that he was unsure if the lens came dented or if it occurred during loading. He did not implant the lens and there was no patient contact or injury. He used a back-up lens and it was successful.